Manufacturer narrative:
Additional information was provided in d.9., h.3.,h.6 and h.11. The product was returned for analysis. The device was received loose in a plastic bag. The plunger is fully advanced. Ovd (ophthalmic viscosurgical device) is dried in the device. No lens returned. The lever is moving freely. The device is taken apart for further testing. A significant mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The root cause is deemed to be manufacturing related. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, upon lens insertion the insertion speed could not be controlled with the speed control lever and the lens pushed forward at a high speed, which caused complications during the surgery. The lens was successfully inserted into the patient. Additional information was requested, but no further information is available.